Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump experienced placement signal not reliable no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint, optical placement signal suddenly became unreliable. The issue spontaneously self-resolved, but promptly re-occurred, only to self-resolve again. During testing in danvers, the issue was not reproduced, inspection of the console revealed contamination and minor damage to the optical pump connector, although unrelated to this complaint, if not addressed it might lead to further placement signal issues. The root cause of the console issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.